Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased and was high. The pacing impedance was also noted to have a gradual decline. The lead was cut, partially explanted, and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.